Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and inhouse testing of a retained 8p11 reagent lot 25141fn00. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The lot search reviews did not identify an increase in complaint activity for the issue of false positive results. The ticket trending review for the likely cause list numbers did not identify a related trend regarding commonalities for the likely cause lots and issue. A review of the tracking and trending did not identify an increase in complaint activity for issue of false positive results for 8p11. No trends were identified. A review of the labelling adequately addresses the customer¿s issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot numbers and the customer¿s issue. Performance testing was performed using an in-house retained kit of 8p11 reagent lot 25141fn00. Acceptance criteria were met indicating the lot is performing acceptably. No systemic issue or deficiency with the alinity I hbsag qualitative ii confirmatory reagent, lot 25141fn00 was identified. Additional information provided in section b5.

Event description:
Additional information provided 29-oct-2021. The customer ran the samples with another reagent lot for confirmation (lot 26183fn00), none of the samples were confirmed. The results agreed with the roche results.

Manufacturer narrative:
Patient identifier: (B)(6). Date of the event: (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. This report is being filed on an international product, list number 08p11-22, that has a similar product distributed in the us, list number 08p11-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I hbsag results generated on an alinity I processing module for 3 patients. The following results were provided (reference range >/: 1.00 s/co is reactive; <1.00 s/co is nonreactive): (B)(6) 2021 sid (B)(6) initial result: 14.430 s/co (reactive); confirmation result with 94% neutralization: 0.71 s/co (positive); negative on roche. (B)(6) 2021 sid (B)(6) initial result: 2.11 s/co (reactive); confirmation result with 99% neutralization: 1.95 s/co (positive); negative on roche (B)(6) 2021 sid (B)(6) initial result: 2.30 s/co (reactive); repeat results: 1.80 s/co (reactive) and 2.02 s/co (reactive); negative on roche. There was no impact to patient management reported.